Event description:
The account stated that the cell-dyn ruby analyzer generated a wbc result of 77,000 (with wbc alert and variant lymph flags) which was reported out of the laboratory. The operator was not familiar with the recommended retest criteria which is to repeat the sample in the noc mode. The technician performed a manual smear that did not match the 77,000 result. The lead technician retested the sample on the coulter analyzer and the result was 11.2 k/ul, the sample was also tested on the cell-dyn ruby analyzer and the result was 12.2 k/ul which matched the manual differential result. The cta discussed the importance of understanding differential flags and the noc mode and referred the customer to the operational manual for further clarification. The account understood. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
The data provided by the customer to the customer technical advocate (cta) showed that the cell-dyn ruby instrument generated suspect wbc, varlym, nrbc/rrbc, dflt (nlmeb), rbc morph, and plt upper region interference (uri) flagging on the initial result of 76.510e3/ul. The cta discussed with the customer the importance of understanding differential flagging and noc mode and referred the customer to the cell-dyn ruby system operators manual for further clarification. The customer understood and no further assistance was required. The instrument was performing within specification. The cell-dyn ruby system operators manual, list number 08h56-03, revision d, section 3, principles of operation, operational messages and data flagging, pages 3-27 through 3-40, provides information in regards to suspect parameters flagging. Based on this investigation, the cell-dyn ruby instrument was performing as designed. A product deficiency related to the complaint issue was not identified. This is the final report.